Event description:
The customer reported that the system displayed 'kv on in error' messages. This error will result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.